Manufacturer narrative:
The device was evaluated by a dräger service technician. Part of the evaluation involved reviewing the log files which contained an entry indicating a power supply shut down. The technician replaced the power supply. The power supply was evaluated by d...

Event description:
It was reported that during a case, the device display went blank and the machine shut down. The machine was swapped out and there was no patient injury reported.